Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articul/eze ball 32 +9 bl, 136523000.

Event description:
It was reported that the constrained locking ring broke and needed to be replaced. Doi: unknown. Dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pain

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 546999. Device history review: no anomalies or deviations were found during the DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.